Event description:
Pt called to report that meter reads not ok and was unable to test bg. Pt adjusted insulin w/o knowing what bg was. Pt did not have any symptoms and nothing happened to pt when they took the insulin. Ccr was unable to resolve the issue. Pt also reported that the lcd screen has a black mark. She is still able to read the readings, but claims the black mark dropped. Ccr replaced meter for pt. No further info has been reported.